Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd cassettes have been finishing before they were due to be completed. They have checked the cadd pumps being used with these cadd cassettes and they are within specification. These cadd cassettes are usually being run over 5 days but finishing 6 to 12 hours too early. There was no reported patient involvement.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.